Manufacturer narrative:
Additional information : three (3) samples were received for evaluation with the aluminum foil peeled. A visual inspection was performed with the naked eye. The reported condition of ¿sponges were found separated from three minicaps¿ was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sponges were found separated from three (3) minicaps. This was identified prior to use. There was no patient involvement. No additional information is available.